Manufacturer narrative:
H3: product analysis found that visually, the shaft of the round head was broken from the flex h/a when returned. Under magnification, contamination was observed at the break point and the titanium bell, opposite the round head, was bent/deformed when returned. Functional testing is not required per (B)(4) revision d. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgery, when preparing for implantation, it was found that the ossicular prosthesis was broken in t wo pieces and could not be implanted or used normally. This was the first time the ossicular prosthesis was used. The prosthesis was not broken when it was received. The procedure was extended by 2 minutes and was completed with a backup product. There was no patient impact.